Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a cryoablation procedure a polarsheath was selected for use. It was reported hat irrigation of the sheath stopped when the sheath was pushed towards the balloon. The inability to flush was only observed on the irrigation set, however, it occurred with and without freezing. Irrigation was possible again when the sheath was pulled backwards. No patient complications were reported.